Event description:
It was reported that the needle was bent. A 3.0/17/15 leveen superslim needle electrode was selected for use in a tumor ablation procedure. During the procedure, the needle became bent and the console frequently shutdown. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Device eval by manufacturer: one rf probe electrode was returned for analysis. It was observed two tines were bent at the distal section. A functional evaluation extended and retracted the tines without resistance.

Event description:
It was reported that the needle was bent. A 3.0/17/15 leveen superslim needle electrode was selected for use in a tumor ablation procedure. During the procedure, the needle became bent and the console frequently shutdown. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.